Event description:
Customer reported blood glucose results of 107 mg/dl on the inform system and a 16 mg/dl lab value within 10 minutes; 79 mg/dl on the inform system and a 30 mg/dl lab value within 10 minutes. Customer reported no symptoms or treatment. No adverse event reported. A request was made for the return of the system, replacement was sent.